Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0056664r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information received from a consumer family member regarding a patient receiving dilaudid (10mg/ml at 12.262mg/day) via an implanted pump. Indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was reported that where the "tube" (catheter) goes in for the "block fusion" had been swollen for a year now with pain in the "spinal cord." Every healthcare provider (hcp) that the patient had been seen by, had told the patient that there was nothing they could really do. It was reported noticed the lump was gradually getting larger (started about 1-1.5 inches by 1.5-2 inches). It was stated that it was sticking out from "flat to out is 0.75 inches." When the patient would bend over it looked like had grown "4-6 inches from thick to thin," like it was moving and was approximately an inch wide. It was reported that it was sensitive to touch. The patient had to sleep on a recliner because they got "crushed 30 years go" (pre-existing condition prior to implant). It was stated that it felt "hot" sometimes and other times it felt "cystic." The patient wondered if there was a leak or an infection. The patient reported that the catheter had not been changed. The hcp were afraid to check it, concerned that the "bubble" would get bigger on the spine. One physician would not drain it and said "fluid is fluid." The patient's main healthcare provider stated that the patient needed to get it checked out because it may spring a leak or be infected. There were no troubleshooting or interventions reported. In addition, the patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Outcome: other: infection no longer applies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the "bubble" just happened one day and had been growing for 3 years. A couple of weeks prior to (B)(6) 2018, it was getting bigger. It stuck out about 1 inch by about 3 inches long by 2.5 inches wide. It hurt the patient, he was getting pain from it. It was not red and was not infected. It was some kind of mushy build up in the spine. The patient had massive headaches all the time. "If you have spinal fluid, you have a consistent headache that does not go away," per the patient's cousin. The patient took headache medicine every day but sometimes he got his headaches where he could not event get off a chair. The patient also took oral medications from another pain healthcare provider (hcp). The "other day" (relative to (B)(6) 2018) the patient went to "more like a dermatologist type of " hcp and he had the ultrasound done. The ultrasound showed that it was full of fluid where the hose went into the blocked fusion into the lower spine. It came up black on the ultrasound; that meant fluid, per the cousin. The hcp did not know why the fluid was in there. It clearly showed that it was fluid inside the mas thing inside his lower back. The cousin was worried that this might be a spinal fluid because "it can kill you." The patient had no falls. It was thought if they had replaced the hose 6 years ago he would not have had this problem. The patient went to a different hcp. Per the hcp, "scar tissue, this and that, leave it along, it is fine." The patient would follow up with the managing hcp. There were no further complications reported at this time.